Event description:
Ous MDR - battery depleted from 34% on the (B)(6) 2014 to eos on (B)(6) 2014. The pt was working in spain so the eos message was received in (B)(6) via (B)(6) website. Pt had an ICD change out in (B)(6) and the device was apparently disposed of so will not be return to biotronik.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the MFR of this particular device as well as on the returned device data. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. The returned device data have been analyzed. The device activated the eos battery status on (B)(6) 2014, thereby confirming the clinical observation. However, based on the available data the root cause for the activation of the eos battery status was not determinable. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg. A root cause for the activation was not possible based on the available device data. For further analysis a return of the explanted device is necessary.